Manufacturer narrative:
B5 - the reporter indicated an implantable collamer lens was implanted. Excessive vault was observed. Lens remains implanted. D4 - unk; h4 - unk; h6 - work order search is n/a as serial number is unk. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+1.5/010 (sphere/cylinder/axis), into the patients eye. The lens was removed due to large vault. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b:unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).